Event description:
Additional information received from the patient in response to follow-up reported that the pain would go and come. When they went to the doctor, it was not there. Since then, the patient still felt the pain mildly.

Manufacturer narrative:
Concomitant medical products: product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, (B)(4).

Event description:
The patient reported falling in (B)(6) 2015 resulting in her left side hurting and pain. It was noted there was a sudden change in therapy/symptoms. The patient wanted someone to fix her device. The patient had not addressed the pain with her health care professional. Follow-up information was conducted to determine steps taken to resolve the pain. If received, a supplemental report will be submitted. Indication for use included spinal pain.